Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) was not working and "not recording information as needed." The device was explanted. No patient complications have been reported as a result of this event.